Manufacturer narrative:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)) failed functional testing due to ua11 (max patient temperature exceeded) and ua41 (patient temperature sensor failure) error messages. The root cause for the ua41 error was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in march 2014 and is 8 old, past the expected serviceable life of 5 years. During visual inspection, no physical damage was observed. During further functional testing, observed stiff manual rotation of driveshaft. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with known- good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)) failed functional testing due to ua11 (max patient temperature exceeded) and ua41 (patient temperature sensor failure) error messages. No patient involvement.